Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father called to report a possible leak in the reservoir. Customer's blood glucose reading at the time of the incident was 120 mg/dl. Customer's father stated that while he was filling the cannula the pump just kept pushing insulin out of the reservoir until the reservoir was empty. Customer's father stated that the insulin pump was on the customer's body at the time, but he is unsure whether insulin was going into the customer's body or not. Customer father stated that there was wetness around the reservoir and tubing. Customer's father reported that the issue was resolved by a complete set change. Product is being returned and replaced.